Event description:
In 2006, a patient underwent repair of a descending thoracic aneurysm using a gore tag thoracic endoprosthesis. The patient had a known history of marfan's syndrome. Approximately 3 months post operatively, the patient arrived in the emergency room complaining of chest pains. It was determined via angiogram that the patient had a type iii endoleak. Approx four months later, a second tag device was implanted inside the original device which successfully sealed the type iii endoleak. The patient tolerated the procedure.